Event description:
To cnas were tranasferring resident in hoyer lift when it began to tip over. Cna tried to hold onto resident and keep herself from falling over the hoyer lift. The cna was sent to medical center for trauma to right arm. Diagnosis was mascular trauma. No apparent injury to resident. Legs of lift claimed to bce extendeddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: mechanical problem. Conclusion: device failure indirectly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.